Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device's thermal event. The manufacturer received information alleging that the humidifier is not working, and the device has "burning smell" like plastic and electrical burning and the device got very hot next to the screen. There was no serious patient harm or injury. The patient required no medical intervention. At this time, no medical intervention has been reported, and no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported information alleging an issue related to a ds2adv auto CPAP device's thermal event. The manufacturer received information alleging that the humidifier is not working, and the device has "burning smell" like plastic and electrical burning and the device got very hot next to the screen. There was no serious patient harm or injury. The patient required no medical intervention. This case was initially submitted as reportable. Following a detailed reassessment and alignment with the documented risk analysis, it has been concluded that the event does not meet the criteria for reportability under the applicable regulations. The risk severity associated with the occurrence of ¿smell¿ is classified as low and does not present a serious risk to patient safety.